Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a patient was admitted to a hospital on (B)(6) 2014, and diagnosed with (B)(6). This nurse stated that the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment: the patient did not wash their hands and did not don a mask. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of (B)(6) 2014, the patient continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues, the patient has been discharged from the hospital, and the patient's signs and symptoms of peritonitis resolved. There is no allegation against any fresenius product in relation to the reported event. Limited information was provided for this safety report.